Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state to uncoil the device, then verify smooth handle operation and clip action. Next, open the clip by gently moving the handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing the handle spool as clip may prematurely detach from catheter. Close the clip by moving the handle spool proximally until the clip is fully closed. Caution: do not continue to pull the handle spool beyond tactile resistance as this may prematurely deploy the clip. The instructions for use state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During ten (10) different hemostasis procedures, the physician used cook instinct endoscopic hemoclips. The customer experienced premature deployment of the clip [from the catheter] in each case. The customer does not remember if the clip was in the open or closed position during these procedures. The cook district manager suspects that this could be due to customer holding on to handle improperly as observed during an in-service on november 20, 2015.